Manufacturer narrative:
The reported issue of broken motor straps was confirmed with the two samples received: two motor straps received had one side of the strap having torn away from the body of the part. One of the two received motor straps reportedly was removed from the pump module (sn (B)(4)) that was manufactured after the corrective actions of scar ¿ 17 ¿ i020 had been implemented and closed on (B)(6) 2018. Per the last recorded qn (200264142) opened on (B)(6) 2018 the quantity of rejects had not significantly increased and was historically not above production reject levels. There were no other found opened qns for this part since (B)(6) 2018. The date of manufacture for the other four reported damaged motor straps could not be identified; therefore it could not be determined of these were post corrective action failures. Based on the reported device serial numbers, associated to the failed parts, the parts were most likely manufactured prior to the scar. The pump modules are typically used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that during preventive maintenance, the facility's biomed technician noticed broken motor straps on the lvp modules when checking for any cracked post on the bezel .there was no patient involvement.